Event description:
Baxter czech republic reports "the patient line didn't prime after the set was placed on the cycler. The procedure was unsuccessfully repeated. After the patient's consultation with their nurse, the set was retained in the cycler and used for the dialysis procedure. After 5 hours of the dialysis procedure the home patient received a system error 2240 alarm. The cycler was switched off and on, shortly after the home patient received a system error 2367 alarm. The cycler was again switched off and on, the cycler then went back to the start of the procedure". No patient injury or medical intervention was indicated at the time of the initial report.